Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that after the lead was repositioned, it dislodged again and had no capture. The lead was then replaced with a new lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. It was also reported that the rv lead exhibited high thresholds and variable r-wave measurements. The rv lead was initially repositioned and later explanted and replaced. No patient complications have been reported as a result of this event.